Event description:
It is reported by a physician that a patient has a broken exeter prosthesis. Primary operation: 2002.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed based on medical review and review of the returned device. Method & results product evaluation and results: the stem fractured in fatigue approximately 6in from the distal tip, with final fracture occurring in overload. The fracture initiated on the superior surface and propagated inferiorly. Damage consistent with the cement mantle breakdown process was observed. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. The debris on the stem was consistent with an oxide, a corrosion product, the stem base alloy, and biological material. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray print-out undated, unlabeled ap of left hip demonstrating hybrid exeter tha with well fixed cemented stem and uncemented acetabular components. The head is reduced and a displaced, transverse fracture of the neck of the femoral component approximately 1 cm distal to the head/trunnion junction is noted. No clinical or past medical history, no operative reports or mention of revision surgery, no examination of explanted components. The x-ray confirms the event description, but insufficient data to create a report regarding causation. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review indicated that hybrid exeter tha with well fixed cemented stem and uncemented acetabular components. The head is reduced and a displaced, transverse fracture of the neck of the femoral component approximately 1 cm distal to the head/trunnion junction is noted. Evaluation of the returned device indicated that the stem fractured in fatigue approximately 6in from the distal tip, with final fracture occurring in overload. The fracture initiated on the superior surface and propagated inferiorly. Damage consistent with the cement mantle breakdown process was observed. Eds showed the stem base alloy was consistent with an astm f1586 alloy, which is consistent with the drawing. The debris on the stem was consistent with an oxide, a corrosion product, the stem base alloy, and biological material. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or past medical history and operative reports or mention of revision surgery are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It is reported by a physician that a patient has a broken exeter prosthesis. Primary operation: 2002.